Manufacturer narrative:
According to the reporter, the device is not available for evaluation. The investigation is ongoing.

Event description:
It was reported that the intraocular lens (iol) optic became damaged during attempted insertion into the patient¿s left eye. The reporter indicated that the injector piston damaged the lens optic. The lens was removed intraoperatively, requiring enlargement of the original incision from 2.5mm to 2.75mm. No sutures or vitrectomy were required and there was no patient injury. A second iol of the same model and diopter was successfully implanted, with no further complications experienced. Patient outcome is favorable. Though requested, no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary.